Event description:
An optometrist reported a case of bilateral corneal haze post photo refractive keratectomy (prk). Reporter indicated topical steroid eye drop dosage was increased. Patient noted no symptoms. Upon follow up, reporter indicated the patient issue was improving. There are two related reports for this patient. This report addresses the left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history reports (DHR) for the device was reviewed. (B)(4).